Manufacturer narrative:
The insulin pump was received with a cracked retainer, and cracked reservoir tube lip. Device p-cap / test reservoir locked properly in place. The insulin pump passed the displacement test. R&d disposition (d00529896): for ng2230221h, the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked retainer, and cracked reservoir tube lip. Insulin pump p-cap / test reservoir locked properly in place. The pump passed the displacement test. The retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the retainer ring. It was reported that the reservoir able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.